Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. The customer did not provide any product sample. Evaluation of the provided photo found the compromised catheter securement device: the locking mechanism was detached from the pad. Although the condition, reported by the customer, was observed, no further investigation could be performed without the actual sample evaluation, and it could not be determined when how the device was compromised. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that during the use of product the plastic lock detached and the catheter had to be removed. No patient injury was reported.